Manufacturer narrative:
The reported event of a sticky trigger with run-on was duplicated. A service technician evaluated the device and found that the forward trigger would catch intermittently, due to corrosion on the trigger assembly, and cause run-on. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.